Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to a esophagectomy, after the charge completion was confirmed, when the shell and adapter were attached, the screen was blackout, and then there was no response on the device. After that, although the handle was charged, the indicator flashed red, and the device did not returned to normal. The operation was performed with a manual adapter. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show the battery charge cycle count has exceeded the charge cycle limit. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. As the battery charge cycles increase battery full charge capacity decreases. To ensure the battery has sufficient full charge capacity to complete a surgical case the powered handle is rendered unusable at 300 battery charge cycles. Based on the evidence available the reported condition was confirmed. The file will be closed as a design issue causing the cycle limit exceeded. If information is provided in the future, a supplemental report will be issued.